Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: when the device was removed from the package, it was noticed that the tip was broken. The device did not come in contact with the pt.

Manufacturer narrative:
(B)(4).